Event description:
It was reported that during a robotic prostatectomy. The surgeon fired the device across the prostate; the knife blade went 1/2 way down the track and stopped. A partial deliver of staples and cut to the proximal end was observed. This also happened with the second device. The surgeon then used suture to complete the procedure. There was no consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Instrument a: pinion axle. Instrument b: the analysis showed that the ats45 device a was received in good visual condition and with four cartridge reloads present. Cartridges c and f were received partially fired and with the lockout spring normal. Cartridges d and e were received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was found to be non functional as the firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axel support was found broken.the analysis results found that the ats45 device b was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device.the device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4).a batch record review was performed and no anomalies were found during the manufacturing process.